Manufacturer narrative:
The customer¿s report of an infusion of protonix which was programmed to infuse over 10 hours infused in 1.5 hours was not confirmed. Physical inspection showed dried fluid on both male and female iuis. The pcu or pcu logs with dataset were not returned for this investigation. Drug ID, programming parameters and infusing pump module could not be confirmed. The ikp support team was able to generate a report of infusion for (B)(6) 2017 and (B)(6) 2017, however there is no record of pump module s/n (B)(4). In use in november 2017. The ikp report recorded infusions for the medication pantoprazole cont (protonix); however, there were no infusion programmed for a duration of 10 hours. Initial rate accuracy test performed on the returned pump module resulted in the device operating slightly out of specification. A rate calibration was performed on the device; the pump module was retested and was operating within specification. The specification difference would not be enough to cause the reported event. Functional testing showed no anomalies. The IV tubing was not returned for investigation. The root cause of the customer¿s report was not identified.

Event description:
The customer reported protonix should have infused over 10 hours, and instead it infused over 1.5 hours. The settings of the device were verified by a rn and pharmacist after the event, and they had been correctly transferred from epic when the infusion was originally started by the rn. The drip was discontinued per the doctor's orders, and no patient intervention was needed. A location of mcr was provided and a department/unit of wgreeley emergency. The device involved in this was hard to track/locate due to missing data for that infusion in kp infusion reports at the time of the event. The customer would like the data pulled from the bd server to examine and add to their records.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported protonix should have infused over 10 hours, and instead it infused over 1.5 hours. The settings of the device were verified by a rn and pharmacist after the event, and they had been correctly transferred from epic when the infusion was originally started by the rn. The drip was discontinued per the doctor's orders, and no patient intervention was needed.

Event description:
The customer reported protonix should have infused over 10 hours, and instead it infused over 1.5 hours. The settings of the device were verified by a rn and pharmacist after the event, and they had been correctly transferred from epic when the infusion was originally started by the rn. The drip was discontinued per the doctor's orders, and no patient intervention was needed. A location of mcr was provided and a department/unit of wgreeley emergency.